Manufacturer narrative:
Product analysis the device was returned loaded on a 0.014¿ guidewire, the 0.014¿ guidewire was only loaded through the tip guidewire lumen, and the housing guidewire lumen was ripped, . Image analysis: two images were provided for review. The images provided are photos of angiogram images on a screen and are of poor quality. The alleged hawkone device is visualized over the guidewire in the infrapopliteal region. There is no visible etiology in this region to attest to why the hawkone device was unable to be retracted over the guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a hawkone m atherectomy device with a 6x90 non-medtronic (terumo destination) sheath and a .014 non-medtronic (abbott command) guidewire during treatment of an 8mm calcified lesion in the patients left proximal peroneal artery. Moderate vessel tortuosity and severe vessel calcification were reported. Lesion exhibited 90% stenosis. Artery diameter reported as 4mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was pre-dilated with a non-medtronic (shockwave) balloon. The vessel was post-dilated. The device was not passed through a previously deployed stent. Moderate resistance was encountered when advancing the device. Excessive force was not used. After the treatment with the non-medtronic balloon, the physician wasn't happy with how a regular balloon didn't expand within the artery. Physician intended to use the hawkone device but wasn¿t able to pass the device past the calcified lesion. Upon attempted removal, the device then wouldn't back out over the wire. Physician ended up removing the device and non-medtronic guidewire together, losing the wire placement. The device was safely removed from the p atient. A replacement non-medtronic (abbott diamondback) device was used to complete the procedure. There was a delay in the procedure of about 30mins but it did not result in any health consequences or impact to the patient. Outside the patient the wire is able to move in and out of the device, but during the procedure they wouldn't come apart. No patient injury reported.